Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) recently started radiation treatments. At a normal device follow-up, using two different programmers, the diagnostics were unable to be obtained. The device does have pacing output, arrhythmia logbook functions, and is able to print real time electrograms.